Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode recorded inappropriate untreated episodes due to oversensing of the twaves as a result of low amplitudes. The sensing vector was reprogrammed. Four months later the patient received additional inappropriate shocks due to twave oversensing with a heart rate of 200 ohms. The zone was reprogrammed to a different rate. Several months later additional shocks were given due to continued twave oversensing. Boston scientific technical services (ts) discussed programming options. Ultimately the s-ICD and electrode were explanted a few months later for continued inappropriate shocks. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.